Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, the claw at the tip broke off and remained inside the patient's body. This occurred after final tightening of the rod and screw placement, while removing the extender. The surgeon attempted to remove it unsuccessfully. The fragment was between the screw and the bone, and the wound was closed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d4 - batch number. D9 - product return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: visual inspection: it was found that one of the two latch arms had broken off, and the other one was slightly bent. In the next step, the tip of the instrument was investigated, especially the fracture surface of the broken latch. The typical signs of a forced fracture were found. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. In similar cases, the surgeon spread the downtube incompletely with the removal key. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also, after meaningful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.